Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section had contact mark. The probe had contact mark. The proximal side of the tissue pad was worn. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised that the proximal side of the tissue pad contacted the probe without grasping tissue since the user continued to output the device in seal & cut mode with grasping thick and hard tissue at the distal end of the grasping section. As a result, the coating of the probe was damaged. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, three devices were used. Two devices were failed. The procedure was completed with the third device. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the coating of the probe was partially missing. This is the report regarding the missing of the probe coating of the second device.